Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the submitted device revealed damage. The investigation attributed the root cause of the event to device damage/wear from normal use and servicing and the need for corrective action was not indicated. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the submitted device revealed damage. Examination of the submitted t-handle confirmed the connection feature that attaches to the reamer is stripped/damaged/deformed contributing to the reported difficulty to disengage the mating reamers. The investigation attributed the root cause of the event to device damage/wear from normal use and servicing and the need for corrective action was not indicated. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The instruments were reported for unknown reason. No surgical delay.